Event description:
Upon receipt of additional information, it was determined this product should not have been reported since the battery did not exhibit any melting or leaking, rupture, deformation, or expulsion. This medwatch is being voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported since the debris was conforming. This medwatch is being voided.

Event description:
It was reported that while preparing for surgery, the battery of the pulsavac was swollen. The operator opened a new one. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete, no additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.